Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Approximate age of device - 4 years, 3 months. (B)(4). A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke and infection could not be conclusively determined. The instructions for use lists stroke, bleeding, infection and neurological failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been hospitalized for an unspecified amount of time due to a chronic driveline infection. The patient was treated with antibiotics for the infection. At an unknown time later, the patient's mental status reportedly had changed and a computed tomography scan revealed the patient had a hemorrhagic stroke. It was also reported that the patient did not have any coagulopathy issues and the international normalized ratio was therapeutic. The healthcare providers reportedly believes the stroke was due to the infection. On (B)(6) 2015, the patient's family decided to withdraw care; the lvad was subsequently turned off. There were no alarms for the event, log files are not available and the pump will not be returned for evaluation. No other information was provided.